Event description:
It was reported that a homechoice device experienced an unspecified alarm. The patient was not connected at the time of the alarm. This occurred during startup of peritoneal dialysis therapy. The device is being swapped. It was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown and the alarm was not identified during a review of the event history log. Visual inspection of device shown that device was alarming but there was nothing on display. Functional tests were performed and the reported issue was verified. The direct cause of the problem was the digital printed circuit board (pcb). The digital pcb was replaced to resolve the reported problem. Should additional relevant information become available, a supplemental report will be submitted.